Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after the underlay implant, the patient experienced seroma, recurrence, fluid collections, fibrinous and inflammatory debris, and adhesions. Post-operative patient treatment included revision surgery, hernia repair, transferred to ICU, and removal of mesh.